Event description:
According to the reporter, during a procedure, the handle of the device cannot be squeezed. Medtronic's evaluation of the returned device found a premature interlock failure condition.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation two returned premium surgiclip-ii 9.75¿ instruments (lot # p0h0222y). Visual inspection of both devices noted that they were returned partially applied. The ratchet function was not engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functionally, the clip appliers were attempted to be fired and was jammed and unable to load and fire a clip. The first instrument was disassembled, and it was noted that the feed spring was not completely assembled and out of position from the clip carrier slot. The function of this feed spring is to maintain constant compression force of the lockout assembly with the clips carrier for firing purposes. The out of position feed spring is indicative of a premature interlock failure condition. The second instrument was disassembled, and it was noted that the clip follower component was dented affecting the free movement of the lockout assembly thru clip carrier. This condition also creates a premature interlock failure condition. The reported condition that the handle of the device cannot be squeezed was confirmed since the ID entified condition of a premature interlock failure can result in difficulty squeezing the handle. A review of the device history record for this lot number indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been implemented to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.